Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low results from cobas h 232 meter serial number (B)(4). The cobas h232 meter is not approved for distribution nor is like or similar to a product approved for distribution in the united states. The assay involved was believed to be troponin t, but the customer refused to confirm or provide any further information. The initial result was <50 ng/ul. The sample was retested on another h232 meter and the result was 50-100 ng/ul. The result from a cobas e411 analyzer was 61.3 ng/ul. The erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The suspect meter was replaced.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.